Manufacturer narrative:
Product analysis: analysis could not confirm a broken screen, but the bezel assembly was broken. It was found that the stylus was inoperative, but selections could be made with a known good stylus. It was also found that the keyboard latch was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken screen. The programmer has been returned for service. No patient complications have been reported as a result of this event.